Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to cracked tubes was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for cracked tubes with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and no cracked tubes were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to damage during transportation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® barricortm tubes lithium heparin mechanical seperator had been cracked. Found before use. No reports of serious injury or medical intervention noted.